Event description:
Customer reported that the css console primary air tank pressure was decreasing, even though the css console was plugged into wall air. No alarms were activated on the alarm panel. The patient was switched to a backup css console. There was no patient impact. The css console was returned to syncardia for evaluation.

Manufacturer narrative:
The css console was returned to syncardia for evaluation, and the results are set forth on the interim failure investigation report attached hereto. Prior to beginning a leak check procedure, the syncardia technicians replaced the worn o-ring located inside the air hose high pressure nipple on the air tank connector. Performance of the system leak check did not reveal any leaks severe enough to result in the rapid loss of tank pressure reported by the customer. Visual inspection of the high pressure regulator did not reveal any abnormal conditions. The regulator body was free of dents and scratches, the fittings were undamaged, and the adjustment knob turned freely. At the end of the 18-hour system leak check, it was determined that the loss of pressure in the primary air tank was most likely due to the continual increase of outlet pressure at the high pressure regulator. If the css console was allowed to sit for more time, or if a tank with high pressure was installed, the "regulated" output pressure would have increased further, reaching the blow-off pressure of the relief valve, emptying the air tank. The proper and necessary operation of the high pressure relief valve was the large "leak" observed by the customer. The high pressure regulator was replaced, and after replacement, the outlet pressure did not drift. The high pressure regulator has been sent back to the manufacturer for analysis. The results of the manufacturer analysis will be reported in a supplemental MDR.